Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save-to-disk (s2d). There is no threshold data available in the s2d file. Impedance values are not anomalous. (B)(4).

Event description:
It was reported that the device battery will deplete rapidly due to high right ventricular (rv) threshold. There was also decreasing impedance on the lead. The device and lead remain in use. No patient complications have been reported as a result of this event.